Manufacturer narrative:
(B)(4). The device remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and myocardial infarction as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a perforation in the left anterior descending (lad) coronary artery. Two 2.8x19mm rx graftmaster covered stents were implanted and both stents sealed the perforation. While it was reported that use of the graftmaster devices did not cause or contribute to complications or adverse events, the patient expired due to myocardial infarction, cardiac arrest, cm (cardiomyopathy), and tamponade. No additional information was provided.